Event description:
It was reported that a gastric erosion was detected approx four years after implantation. It was necessary to remove the band. There was no other reported pt consequence.

Manufacturer narrative:
Date sent: 6/27/2008. Info anticipated, but unavailable at this time.